Event description:
During an in clinic follow-up, the device was not able to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry communication and no output. Further testing after cutting open the device revealed anomalous current drain from a defective capacitor, consistent with the reported issue of unusual battery depletion. Longevity assessment indicated the device did not meet its projected longevity and considered premature depletion.additional findings: visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case, which is unrelated to the capacitor anomaly and battery depletion. Feedthrough leak test was performed, indicating no sign of hermeticity breach. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.